Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) corrected sections as of 01-oct-2019: h11: most likely underlying root cause changed from mlc-21: improper technique of obtaining or applying blood sample to mlc-62: user had poor technique. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved, unable to establish contact with customer at this time. Note: customer stated that she lost previously replaced meter and will go to her doctor to get a new meter.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of extreme thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample. Test strips UDI: (B)(4). Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Customer stated that she lost previously replaced meter and will go to her doctor to get a new meter.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of extreme thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.